Event description:
It was reported that when using the bd pyxis¿ medbank tower user encountered an issue when attempted to dispense medication (B)(6) -hydrocodone-apap 5-325 mg tablet) for patient (B)(6). Although the medication appeared on the system, the user was unable to issue it. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had no access for override account is only general. A technical support specialist dialed into the station asked the customer to recreate the issue, customer was unable to find the medication to add to the patient, then checked in myqlink and found the medication was set to high alert while the user had only general access, informed user and user planned to notify the administrator. Issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.